Event description:
It was reported that catheter entrapment, removal difficulty, shaft break and unretrieved device fragment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50 x 48 mm synergy xd drug-eluting stent (des) was deployed. However, post stent deployment, the stent balloon could not be removed. The shaft of the stent delivery system (sds) fractured, leaving the stent balloon stuck in the proximal area of the des. The physician then attempted to use a snare to remove the device fragment, but it was unsuccessful. The patient was sent to surgery, and no further issues were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.50 x 48mm was returned for analysis. A visual and tactile inspection of the hypotube profile identified a break at the exchange port. The remaining section, with the manifold attached, did not return for analysis. A visual, tactile and microscopic inspection of the shaft polymer extrusion identified no issues with the outer / mid-shaft sections or the inner lumen of the device. The distal section of the device returned loaded on a guidewire. The polymer extrusion was bunched and stretched. A microscopic analysis of the balloon profiled revealed that it appeared the balloon had been subjected to positive pressure however, an examination of the balloon material found no defects. A microscopic examination of the proximal and distal markerbands identified no damage. The bumper tip showed signs of distal tip damage (flared). A dimensional testing identified there was no stent returned therefore it was not possible to take a reading of the crimped stent od (outer diameter). The max stent profile at the time of manufacturing was noted to be within max crimped stent profile measurement. The exact max stent profile cannot be determined due to the no return of the manifold which has the batch number attached to it however the max stent profile of the data pulled did not exceed the specification.

Event description:
It was reported that catheter entrapment, removal difficulty, shaft break and unretrieved device fragment occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.50 x 48 mm synergy xd drug-eluting stent (des) was deployed. However, post stent deployment, the stent balloon could not be removed. The shaft of the stent delivery system (sds) fractured, leaving the stent balloon stuck in the proximal area of the des. The physician then attempted to use a snare to remove the device fragment, but it was unsuccessful. The patient was sent to surgery, and no further issues were reported.